Event description:
On 09/21/2000, the MFR received a medwatch report along with a letter from the distributor's marketing mgr. The medwatch report states the following: pt asked to have device given after removal. This was not unusual, but after surgery, pt stated "my lawyer wants it." The facility's rn then called the facility's risk mgr who called the hosp lawyer. The lawyer instructed them to give the device to the pt. It appears that the pt had chemotherapy earlier with extravasation at the site of the device. The physician flushed the device two (2) times after removal and reported that he found no leaks. Based on the medwatch report, the device is not available for evaluation. No further details were provided.